Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case # (B)(4)) in united states on (B)(4) 2014 who had essure (fallopian tube occlusion insert) inserted and experienced one of the devices had become dislodged and was now in my uterus. No information given on consumer's history, past drugs and concurrent conditions. It is not reported whether the consumer received any concomitant medication. On (B)(6) 2013, the consumer had essure (fallopian tube occlusion insert) inserted. Consumer stated that she was experiencing a lot of pain on one side. X-ray/dye test was performed and showed that devices had become dislodged and were in her uterus. She said it was the source of her pain. She was submitted to a surgery to remove it and to tie her tubes. Essure was removed on (B)(6) 2013. No follow up information is expected. Case closed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5034911) on (B)(4) 2014. The most recent information was received on 19-jul-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("one of the devices had become dislodged and was now in my uterus") with abdominal pain. The patient was treated with surgery (underwent removal of the right essure device by tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. The reporter commented: plaintiff was never adequately warned of the risk that this device can migrate out of the fallopian tube, be expelled, and/or cause other complications, including, but not limited to, severe complications requiring surgical removal of this permanent implant. Plaintiff began to experience complications, including but not limited to migration of essure device. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: device expulsion is a possible undesirable event with the use of essure and not necessarily indicative of a quality defect. No sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(4) 2017: summons received: lawyer reporter added, case became potentially legal, new event 'migration of essure device' added, case became incident. (Removal of essure device by tubal ligation). Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.